Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump error alarm.customer blood glucose reading was 152 mg/dl. Troubleshoot was performed. Customer saw a red x on the screen.customer stated the insulin pump did not have physical damage and the insulin pump was not bumped or dropped. The alarm only happened once. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Unit received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.